Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging she found off brand test strips in the test strip vial for her onetouch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 2 weeks prior to contacting lfs. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual management routine. About a week after the start of the alleged issue, the patient claimed she had a ¿loss of vision.¿ no treatment was specified. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.